Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 120-140mg/dl fasting. Verified the strips expired 12/31/2015. Customer could not confirm the open date for the test strips. Reviewed meter memory: 1:281mg/dl (B)(6) 2015 12:18:00 am fasting:no; 2:240mg/dl (B)(6) 2015 11:21:00 pm fasting:yes; 3:298mg/dl (B)(6) 2015 07:27:00 pm fasting:yes; 4:335mg/dl (B)(6) 2015 10:29:00 am fasting:yes; 5:318mg/dl (B)(6) 2015 05:23:00 am fasting:yes. Customer is concern with the results that were taken on (B)(6) 2015 at 12:18am 281 and on (B)(6) 2015 240mg/dl at 11:21pm. Customer states that he feels that the meter is not working. Customer states he performed a blood test and got 240mg/dl. Customer states he went walking for 2 miles and then ran, when he performed a blood test the result went up to 281mg/dl. Customer states he has been getting results in the 500's. After review the expiration date with the customer, he decided to get some new strips from his doctor.